Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Medwatch number: mw5081898. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast implant surgery procedure with mentor medical devices (unk_saline implants) has reported unexplained systemic symptoms, which included but not limited to fatigue, anxiety depression, stress, muscular and joint pain, neurasthenia, paraesthesia, hair loss, memory loss, fever, sweating, sleeping disorder, mental concentration impaired cognitive and dermatological symptoms. It was also reported that the patient has developed bilateral capsular contracture and breast cyst on the right side (supported by medical report). As a result patient had bilateral removal on (B)(6) 2019 no further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the right side.

Manufacturer narrative:
On 3/14/2019, mentor identified that the below information was mistakenly omitted from the initial report: the catalog number for the right suspect device is 3501650, lot number 163845. And for better codification the patient code from generalized illness updated to autoimmune disorder. Implantation date updated to (B)(6) 1997. This report is for the right side. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).